Event description:
It was reported that the patient's leadless pacemaker exhibited high capture thresholds post-implant. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Reported event of failure to capture not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.